Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported display is not bright enough. There was no patient involvement.

Manufacturer narrative:
G4: 19oct2020. B4: 20oct2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the liquid crystal display (lcd) cable, user interface (ui) to lcd cable, lcd assembly, and user interface printed circuit board to address this event. The device was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.